Event description:
It was reported that during normal use, cardiosave intra-aortic balloon pump (iabp) suddenly stops counter-pulsation, the device alarms that the counter-pulsation pressure is lower than the set limit, the machine displays automatic inflation completed. Also, the counter-pulsation cannot be started by pressing the start button. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, e1, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, impact codes, investigation conclusion), h11. Correction field: d9. The customer repaired the problem themselves, did not provide specific details of the repair and fault data. The equipment was now operating normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during normal use, cardiosave intra-aortic balloon pump (iabp) suddenly stops counter-pulsation, the device alarms that the counter-pulsation pressure is lower than the set limit, the machine displays automatic inflation completed. Also, the counter-pulsation cannot be started by pressing the start button.

Event description:
Na.

Manufacturer narrative:
Due to character limitation, event site telephone : (B)(6). Updated fields: b3, b4, d9, e1, g3, g6, h2, h3, h11. A supplemental report will be submitted upon completion of our investigation.